Event description:
The physician indicated that the patient's generator was programmed off due to lack of efficacy and that the physician has never been able to interrogate the generator. Attempts to obtain additional information have been unsuccessful to date.